Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse discovered that the fiber cables of the universal surgical manipulators 2 and 3 were swapped near the flex connections. The fse swapped the fiber cables to the correct connections and the issue was resolved. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the endoscope was indicated to be on the wrong universal surgical manipulator (usm). The customer confirmed that the endoscope was placed on the usm2 but was indicated on usm3 on the system. The customer was unable to take control of the usm3. The customer moved usm2 out of the way and proceeded using usms 1,3, and 4. The customer placed the endoscope on usm3, but it was then showing on usm2. The technical service engineer (tse) advised that it would be up to the surgeon to proceed. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that there was no harm to the patient due to the issue. The procedure was completed with the three usms as reported. The customer also stated that the procedure that was done was a hernia procedure that originally only used three arms. The procedure was completed with the same system.